Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited "no disposable alarm". It was reported that the tubing was noted to have microbubbles and exhibited frequently non disposable pump tubing reading. It was reported that the customer was unsuccessfully tried to remove the air. No patient injury reported.